Event description:
In 2009, the pt reported she is getting recurring air bubbles in the insulin cartridge of her infusion device. She said she has had elevated readings in the past but was unable to provide specific readings. She said she has had no further elevated readings since she began priming out air bubbles as she notices them. She stated her blood glucose is currently within her normal range. She stated she does not notice any air bubbles when she inserts a cartridge but they appear when her device is in use. She stated the air bubbles range from small to large and she is able to prime the air bubbles out. She said she currently has a large air bubble in her cartridge. During troubleshooting, the pt stated she uses room temperature insulin when transferring the insulin from the vial to her cartridge but does not allow the cartridge to reach room temperature prior to inserting the cartridge into her device. She was advised to do so. She said she taps on the cartridge with force multiple times when she notices air bubbles. She was advised to tap gently and not too many times. The pt was instructed to disconnect from her device and she successfully primed the air bubbles out. Additional training was offered but the pt declined. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.